Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was facing high resistance in advancing the angio-seal insertion sheath into the vessel. The doctor managed to force its way through and complete the procedure. The patient condition was reported to be stable. There were no other devices or equipment used with the reported product. Additional information was received on october 26, 2018: it was reported that during neuro-intervention, 6 french sheath was used. A pre-deployment angiogram was performed to confirm suitability of the angio-seal deployment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.